Manufacturer narrative:
Batch review performed on 21 november 2019: lot 135185: 30 items manufactured and released on 13-jan-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, 29 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5.5 years after primary surgery, complaining of instability due to a ruptured quad tendon. The surgeon repaired the quad tendon and revised the gmk-sphere tibial insert. The surgery was completed successfully.